Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented to surgeon with severe hip pain. Upon opening the joint capsule there was severe metallosis from a previous surgery occurring in the past 5 years. Summit stem was left in situ. Surgeon decided to revise all acetabular components and full synovectomy. Primary surgery was performed on (B)(6) 2007 (asr) . There have been subsequent surgeries since this time. First revision surgery was performed on 16/04/2013, changed the asr to a gription cup with a delta ceramic insert.

Manufacturer narrative:
Patient presented to surgeon with severe hip pain. Upon opening the joint capsule there was severe metallosis from a previous surgery occurring in the past 5 years. Summit stem was left in situ. Surgeon decided to revise all acetabular components and full synovectomy. Primary surgery was performed on (B)(6) 2007 (asr) by (B)(6). There have been subsequent surgeries since this time performed by (B)(6). First revision surgery was performed on (B)(6) 2013 by (B)(6) who changed the asr to a gription cup with a delta ceramic insert. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.